Event description:
Customer reported her insulin pump keeps alarming no delivery. This has happened three times since customer just recently received the device. Customer's blood glucose is 428 mg/dl. The connection was verified. Insulin exited the tubing when customer manually pushed with a plunger. Customer reinserted the reservoir and ran a manual prime and the device did not alarm no delivery. Insulin exited during a fixed prime. Customer was advised to try different infusion sets and cannula lengths. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.